Event description:
Approximately 10 years ago, uss 1 monoaxial screws were implanted for degenerative disc disease at l5a-s1 (patient has l5 vertebrae x 2). During subsequent surgery, secondary to disc degeneration, surgeon noted micromotion and screw loosening at l5a. Fusion was achieved at l5b-s1 and construct was left in place. Posterior instrumentation and fusion at l4-l5a was complete; uss 1 monoaxial screws were removed and replaced with uss variable axis screws and local autograft mixed with bmp. Surgeon noted on follow-up x-rays that the collar and nut has disengaged from the uss variable axis screw head. Surgeon does not plan to revise patient. This is one (1) of four (4) reports submitted on this event.

Manufacturer narrative:
Implant remains in patient. Synthes is unable to determine manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.